Event description:
It was reported that a pump was programmed to deliver 500ml of normal saline as a secondary infusion and acyclovir as a subsequent primary infusion. The customer stated that the normal saline was programmed to deliver in 45 minutes, however; the medication was delivered over 2 hours. It was also reported that the "pt sleeping denied any discomfort; vital signs stable." The customer stated that a preventive maintenance test was completed and the device performed as expected.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.